Manufacturer narrative:
Occupation: non-healthcare professional. PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the stiffener of a ultrathane mac-loc locking loop multipurpose drainage catheter was difficult to remove. The device was to be placed in the abdomen of an unknown patient for treatment of ascites. During the placement procedure, the catheter was flushed and the tip was dipped in saline to activate the hydrophilic coating. The radiologist then immediately advanced the device into the patient and attempted to remove the stiffener but was unsuccessful; the stiffener remained stuck at the tip of the catheter resulting in catheter according. A new, like device was obtain but the same failure was experienced. The user then obtained a third, smaller device which was successfully placed. The patient was discharged from the hospital three days after the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. It was noted that powder free gloves were worn during the procedure. This report will focus on the first attempted drain placement. Other events regarding this patient are reported under patient identifier: (B)(4).

Manufacturer narrative:
Occupation: non-healthcare professional. PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the stiffener of a ultrathane mac-loc locking loop multipurpose drainage catheter was difficult to remove. The device was to be placed in the abdomen of an unknown patient for treatment of ascites. During the placement procedure, the catheter was flushed and the tip was dipped in saline to activate the hydrophilic coating. The radiologist then immediately advanced the device into the patient and attempted to remove the stiffener but was unsuccessful; the stiffener remained stuck at the tip of the catheter resulting in catheter according. A new, like device was obtain but the same failure was experienced. The user then obtained a third, smaller device which was successfully placed. The patient was discharged from the hospital three days after the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. It was noted that powder free gloves were worn during the procedure. This report will focus on the first attempted drain placement. Other events regarding this patient are reported under patient identifier: (B)(6).

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Investigation evaluation: on 07feb2022, (B)(6), a representative at the marcus medical pty ltd facility, located in the city of (B)(6), reported the following: upon the insertion of the ultrathane mac-loc locking loop multipurpose drainage catheter (rpn: ult8.5-38-25-p-6s-clm-rh, lot number: 14150247) into the patient, the radiologist could not remove the trocar from the catheter. The catheter bunched up back along the trocar. The procedure was repeated with another unit from a different lot number and the same issue was experienced. A smaller drain was used and placed successfully on the third attempt. There were no adverse effects to the patient reported due to this occurrence. Reviews of the documentation, including the complaint history, device history record, drawing, instructions of use (IFU), manufacturing instructions, quality control procedures and specifications, as well as a visual inspection, dimensional verification and functional test of the returned device, were conducted during the investigation. Two ultrathane mac-loc locking loop multipurpose drainage catheters (rpn: ult8.5-38-25-p-6s-clm-rh) were returned for evaluation. One ultrathane mac-loc locking loop multipurpose drainage catheter (rpn: ult8.5-38-25-p-6s-clm-rh) was returned having the trocar fully inserted and lodged within the catheter. Bunching of the catheter at the distal end was present. The second ultrathane mac-loc locking loop multipurpose drainage catheter (rpn: ult8.5-38-25-p-6s-clm-rh) had the stiffening cannula fully inserted into the catheter. Both the cannula and the trocar were able to be removed from each drainage catheter, by holding the distal tip of the catheter and using force. Upon an inspection of both the stiffening cannula and trocar, it was confirmed the outer diameter was within the expectable tolerance range. It also noted that both of the multipurpose drainage catheters exhibited suture breakage. As two devices were returned, it is unknown which catheter goes with this investigation and to another investigation reported under mfg. Report reference number: 1820334-2022-00278. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) for lot 14150247 and subassembly lot sa14025873 found relevant nonconformances that could have contributed to the reported failure. Nonconformances for "suture routed incorrectly" (qty 1) and "occluded" (qty 1) were revealed, in which both devices were scrapped prior to further processing. It should be noted that there were no other complaints associated with the final product lot number. Cook also reviewed product labeling. The product IFU, [t_multi_rev5] , multipurpose drainage catheter provides the following information to the user related to the reported failure mode: precautions: ¿when inserting a stiffening cannula into a catheter with retention suture, hold suture during cannula insertion to avoid bunching or tangling of suture.¿ instructions for use: ¿under fluoroscopic control, perform standard techniques for placement of percutaneous draining catheters, either by seldinger access or trocar access. -once catheter is in desired location, remove any wire guides, trocars, or stiffeners, allowing the catheter to for its configuration.¿ how supplied: ¿supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ evidence gathered upon review of dmr, product labeling and DHR, did not confirm that the device was manufactured out of specification or items in the lot or similar devices in the field or in house are nonconforming. Based on the information provided, examination of the returned product and the results of our investigation, it was concluded that a manufacturing deficiency contributed to the reported event. A previous CAPA investigation was opened to address metal stiffener advancement and removal difficulty. The investigation concluded that the root cause was related to manufacturing and implemented corrective actions. The device lot was manufactured prior to CAPA implementation. The appropriate personnel have been notified. Per the risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The device was returned on 22mar2022 with the trocar needle stuck inside the catheter. The catheter was bunched and the suture was broken.